Event description:
It was reported that the system itrak 3500l would initialize and then shut down. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval over the telephone. The malfunction was verified. It was determined that the system had been unplugged and the uninterruptible power supply batteries became discharged. When the system was initialized the drain from the battery charger circuit presumably caused the lock up. The system was allowed to charge and lock ups no longer occurred. The system was tested and found to be working as intended and placed back into service.